Event description:
The sales representative reported a revision surgery will take place due to an allergic reaction to the stainless steel pectus bar that was implanted previously.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.